Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mkq452 and no non conformances were identified

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the thread pulled off at the first knot and frayed. There were no adverse patient consequences reported. No additional information was provided.